Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It is reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip (40327r6035) was inserted and successfully deployed on the mitral valve. To reduce mr, an additional xtw clip (40307r1065) was inserted. However, during deployment, it was observed the first xtw clip had caused a perforation on the posterior leaflet. The second clip was deployed, and a third clip (ntw) was inserted as mr was still at a grade of 4. While attempting to implant the third clip, it was observed the second xtw clip had caused a perforation on the anterior leaflet. Therefore, the ntw clip was removed, and mitral valve replacement was performed.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported unspecified tissue injury resulting in mitral valve insufficiency/regurgitation per the account was due to the implanted clips. Tissue damage/injury and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.